Manufacturer narrative:
Initial reporter: reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device failed the data acquisition printed circuit board assembly (da pcba) board. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. A request for replacing the data acquisition (da) board was cancelled. Therefore, only periodic maintenance was performed and the device had no malfunction. The pse was unable to duplicate the reported problem. A full performance verification has been performed and the device passed all test successfully.